Manufacturer narrative:
The event was investigated and evaluated with the provided information from the complainant. A lot number was not provided; therefore, a review of lot related nonconformities could not be performed. A historical data analysis conducted for the part number returned no present trend or associated CAPA at the time of investigation. A device evaluation could not be conducted as the device was discarded after removal. The root cause cannot be established with the current information.

Event description:
Surgeon was using 1.5mm screws from the mvx handset and the screw head popped off of the screw during hand tightening. The screws had to be removed and the surgery was prolonged about 30-45 minutes to get the broken screw out.